Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue and aic - battery comm. Failure (yellow alarm) has been completed. According to device and data analysis the reported battery low alarm and unexpected shutdown was determined to have most likely been caused by an intermittent malfunction of the power battery manager (pbm). D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-11094 in accordance with updated procedures. D6a should have been left blank on manufacturer device report 1220648-2024-11094 f6/f8-should have been left blank on manufacturer device report 1220648-2024-11094 g1 reporting contact email revised on manufacturer device report 1220648-2024-11094 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-11094.

Event description:
The complainant reported an 80-year old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the automated impella controller (aic) had a battery alarm occur, followed by a shutdown and a controller failure alarm. The aic was replaced and support continued. No patient harm has been reported, and the patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.